Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #2937457-2014-00370, 1225714-2014-00827, and 00828.